Event description:
It was reported to philips that the device failed to provide an etco2 reading during a pt event. There was no negative pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.